Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the implant moving around in the pocket included that the old battery was shutting down and they needed a new battery and the size of the battery was different. The issue settled itself and resolved. The patient further reported that the charging ring was getting warmer than usual when charging and they sent a new charger, and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that two weeks after implant, when the patient charged their implant it would reach 100% but never displayed finished. It was noted the controller only displayed finished once or twice when charging the implant. The patient could continue to charge implant after reaching 100% for an hour and a half and never receive finished. They would hear a beep and then received error message reposition antenna and poor recharge quality but that only occurred after the implant reached 100%. The patient mentioned their implant moved around in their pocket, which made it difficult to find the sweet spot to charge the implant. Once the patient found the spot, it only took them 20-25 minutes to charge the implant instead of an hour and a half. No symptoms were reported.